Event description:
It was reported that the customer had high blood glucose levels of 270 mg/dl. The customer reported a no delivery alarm from the insulin pump during bolus. The customer reported that the alarm was resolved by a compete infusion set change. The customer declined to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).